Event description:
The customer obtained multiple non-reproducible, higher than expected vitros trop I es results from multiple patient samples processed on the vitros eci immunodiagnostic system. Patient 2: 0.128 vs. An expected result = 0.012 g/ml; patient 3: 0.102, 0.083 vs. An expected result = 0.012 g/ml; patient 4: 0.120 vs. An expected result = 0.012 g/ml; patient 7: 0.057 vs. An expected result = 0.012 g/ml; customer policy is to perform vitros trop I patient sample repeat testing. However, the higher than expected patient 3 result (0.102 g/ml) was reported from the laboratory prior to repeat testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Patient 3 was administered heparin based on the affected result. A corrected report was issued for patient 3. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple non-reproducible, higher than expected vitros trop I es results occurred while using the vitros eci immunodiagnostic system. There is no evidence that a reagent related issue contributed to the event. An ocd field engineer performed service actions to the incubator ring and the reagent metering subsystem of the analyzer. Following these actions, acceptable vitros trop I es performance has been observed. The investigation concluded that the most likely root cause is instrument related.